Manufacturer narrative:
Pr 10701345 follow up MDR for device evaluation/correction: correction: following submission of initial MDR it was identified section b4 event details did not contain all details outlining incident. Updated section b4 to more clearly outline reported information. Device evaluation: five samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2301026 were found to be within specification. The samples underwent these same tests and verified all product was within specification. A device history review was performed for the reported lot 2301026, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends..

Event description:
Correction: the customer confirmed that the lot 2301026 also has the same issue reported under (B)(4) which is ¿sticky residue inside the syringe.¿ details per initial complaint: customer are a compounding pharmacy that uses the bd luer-lock 50ml syringes in our sterile manufacturing. Today, upon opening a new syringe in the isolator, they noticed a sticky residue inside the syringe. They checked a number of other syringes and they had the same residue.

Event description:
Customer are a compounding pharmacy that uses the bd luer-lock 50ml syringes in our sterile manufacturing. Today, upon opening a new syringe in the isolator, they noticed a sticky residue inside the syringe. They checked a number of other syringes and they had the same residue. Item code: 300865. Batch number: 2303067. Expiry: 29/02/2028. They aren¿t comfortable using the syringes with this residue, as they can¿t confirm if it¿s sterile or not. Case number (B)(4): https://bdxga.lightning.force.com/lightning/r/case/500q8000009nx9tiaa/view.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.